Event description:
It was reported by the customer that pyxis medstation es system was in disconnect mode and experienced significant delays during the sign-in process. The customer reported that there was delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the reported malfunction could not be reproduced. A technical support specialist confirmed that the issue was resolved by the customer. The system functioned as intended after the customer resolved the issue.